Event description:
It was reported that the device reached elective replacement indicator (eri) early. It was also noted the device delivered over thirty appropriate shocks with high capacitor charging. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products : 5568 implantable pacing lead (B)(6) 2011; 6947 implantable tachy lead (B)(6) 2011. (B)(4).